Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, d8, e2, e3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device could not be connected properly due to damage to the connector (light guide), which caused the image to be interrupted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a damage on connector, the image is interrupted and also there was a damage on connector and the foot switches do not work. The issue occurred before the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to damage on connector, the image is interrupted; due to damage on connector, and the foot switches do not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.